Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Literature report citation: patel sb snyder me, riemann cd, foster ER, sisk ar short-term outcomes of combined pars plana vitrectomy for epiretinal membrane and phacoemulsification surgery with multifocal intraocular lens implantation. Clinical ophthalmology. 2019.13. 723-730. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A 69 years female old patient underwent pars plana vitrectomy performed using the ophthalmic system and viscoelastic device in left eye postoperatively patient experienced mild epiretinal membrane recurrence and residual metamorphopsia treated with topical medications. There was no additional vitreoretinal surgery was required. The current outcome of the patient¿s condition was unknown.